Manufacturer narrative:
(B)(4). Software version 4.11e. Retainer ring = black. Case type =ngp. Customer returned insulin pump for alleged cosmetic damage located at the battery compartment & lost sensor found on (B)(6) 2022. The insulin pump passed the displacement test and self-test. Test p-cap locks properly into the reservoir compartment. Insulin pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Insulin pump was monitored with guardian link transmitter and no lost connection noted during testing. Insulin pump was cut open to perform visual inspection and there is evidence of moisture damage found on the electronic assembly & motor home switch. The following were noted during visual inspection: scratched case, cracked case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), keypad overlay texture damage, corroded home switch. P-cap was attached and locked into place properly. No communication pump to sensor is not confirmed. Cosmetic damage is confirmed at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that there was lost signal alarm and transmitter battery was dying within a couple days. There was also a crack on the back side of the pump over the battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.